Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. Customer stated their blood glucose went sky-high, and then dropped to nothing. Customer's blood glucose was 548mg/dl. Customer treated manually with humalog. Advised customer to call back if issue persist. In addition, to contact their health care provider for any potential symptoms of diabetes ketoacidosis.